Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had air bubbles. Approximate size of air bubbles was big air bubbles as per patient. Customer were noticed air bubbles just when patient changing the site and fill it up. Location of bubbles was in the reservoir. The customer¿s blood glucose level was 318 mg/dl then 102 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.